Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the filter tilted during deployment due to poor imaging. As the filter would be difficult to snare and remove later the physician decided to remove it and place a new filter instead. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that poor imaging during deployment caused the filter to deploy higher than expected and resulted in filter tilt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Reporter occupation: other health care professional. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician stated that the filter tilted during deployment. As the tilt would be difficult to snare and remove. Therefore, the surgeon retrieved the filter and placed a new one. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.